Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-feb-07. H6: investigation summary customer returned a safeclip from lot 1214001. Visual inspection found limited amounts of observable wear to the safeclip. An attempt was made to insert a spare pen needle into the mouth of the safeclip. Despite the cannula lining up properly with the mouth of the safeclip, this process was difficult and took significant finesse to accomplish. Under optimal circumstances, this would not require this degree of effort. Wear or material build up at the mouth of the trimmer on the trimming components may have resulted in the increased difficult in inserting a cannula. While the safeclip is capable of trimming a cannula, this is a more difficult process than intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, bd found that the safeclip was difficult to operate, possibly as the result of wear and build-up of material inside the device. The root cause of safeclip being difficult to operate may be wear and material build-up over time as the result of use.

Event description:
It was reported that 1 bd needle clipper safe-clip had a safeclip jammed issue. The following information was provided by the initial reporter : the spouse of the consumer reported bd safeclip not clipping and can not even place needle into the clipping mechanism.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is OEM - (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd needle clipper safe-clip had a safeclip jammed issue. The following information was provided by the initial reporter: the spouse of the consumer reported bd safeclip not clipping and can not even place needle into the clipping mechanism.